Event description:
It was reported that the patient had one lead on the left side of her body to cover her left rib/hip, and was doing well until a few weeks prior. When the patient's voltage was turned up to moderate settings needed for therapeutic coverage, both her legs "leapt/hopped" and moved erratically. It was noted to start as a small twitch and then progressed to "hopping." This occurred only when stimulation was turned up, not when stimulation was off or at low voltage settings. Impedances were reported to be all normal. An x-ray was taken on (B)(6) 2012 and it showed that the lead had migrated "significantly" from t4-t5 to t7-t8. Stimulation coverage was indicated to still be "interestingly" in the same area. It was suspected that the change in lead location occurred at the time of lead migration. Additional information received indicated that no malfunctions were noted nor cause of migration determined. The patient was experiencing "trembling/jumping" of her legs when the implantable neurostimulator (ins) was turned up to a comfortable amplitude. The patient had seen the mid-level provider and was waiting to see her healthcare provider (hcp) for a revision consult. The revision had not been scheduled yet. The patient could currently use her ins at a very low amplitude providing minimal relief.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n345210, implanted: (B)(6) 2012, product type screening; device product ID 3550-39, lot # n337019, implanted: (B)(6) 2012, product type accessory; product ID 3550-29, lot # n334166, implanted: (B)(6) 2012, product type accessory. (B)(4).